Event description:
Device malfunction: unk failure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, "the proglide device failed". Hemostasis was achieved using manual compression. There were no patient effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.